Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Information was provided in (B)(6) from (B)(6) 2014, and cook rep obtained this information on (B)(6) 2014. A patient had undergone aaa repair. Ten days later (around 2012), the right leg was occluded. The physician placed a bare stent in the right, and the left side was reinforced by placing a bar stent as well (1820334-2014-00467). At a follow-up 2 years later (around 2012), the physician confirmed the left iliac leg graft migrated into the aaa. The physician placed other manufacturer stent graft where a 10mm bare stent was previously placed. There have been no adverse effects reported so far.

Manufacturer narrative:
Based on the information provided during the 9th (B)(6) endovascular symposium, a patient underwent endovascular aortic repair and at the two year follow-up, the left iliac leg had migrated into the aneurysm sac. An additional stent graft was placed. No adverse effects have been reported. The physician commented that the event might have occurred due to inappropriate device/size selection. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. The instructions for use pamphlet (IFU) provides the suggested instructions for use, contraindications, warnings and precautions regarding the appropriate method of use for this device. Specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture." Additionally, it states "the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e g , endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up " it also states "after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and contrast and non-contrast computed tomography (CT) to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media abdominal radiographs and duplex ultrasound may provide similar information " additionally, it states "strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression." Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Based on the description of the event and the comments provided by the physician, it is likely that anatomical changes over time and/or inappropriate device sizing contributed to movement of the devices over the two years following implantation. The IFU provides several recommendations for continued follow-up to monitor any change in the position of the endovascular grafts and to take appropriate action. The risk was assessed using quality engineering risk assessment. The risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time. The appropriate internal personnel have been notified and monitoring for similar complaints will continue.